Event description:
It was reported that the right ventricular lead dislodged. The lead had high thresholds and no capture. An attempt was made to reposition but the lead was unable to pace. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed), the outer insulation had a breached cut and a cosmetic depression, and there was blood in/on the helix/lobe mechanism. Visual analysis revealed apparent explant damage.